Event description:
It was reported that the user experienced repeated occlusion alarms that recurred after multiple resume attempts while using a teflon infusion set with 23-inch tubing, and an air pocket was observed in the cartridge during troubleshooting; the occlusion resolved after changing supplies. Symptoms included no reported adverse clinical effects and a blood glucose of 159 mg/dl. Outcomes included user inconvenience without clinical impact or hospitalization. Investigation included guided troubleshooting and education, including disconnecting and removing the cartridge, identifying an air pocket, and advising a full supply change. Investigation of this case revealed that the likely cause was an infusion delivery obstruction associated with an air pocket, consistent with an occlusion alarm related to the infusion set and cartridge. It was concluded, based on previously established findings for similar reports, that the cause was user technique and supply-related factors resulting in an air bubble leading to occlusion.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.